Manufacturer narrative:
(B)(4). The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approx 8 months of support on the lvad, the inflow cannula was misaligned and flow was compromised. The pt's lactate dehydrogenase (ldh) began to elevate and hematuria was present. The hosp made a decision to exchange the lvad due to suspected thrombus related to inflow cannula malposition. An intermacs report was also received, which indicated that the pt also had symptomatic pulsatility index (pi) events with presyncope and decreasing speeds.